Event description:
It was reported the device had a ¿unrecognized cassette¿ issue. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and damaged battery compartment. Many 'downstream occlusion' alarms were revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.